Manufacturer narrative:
Upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise causing oversensing on the device was noted. Technical support recommended reprogramming. The patient was stable with no adverse consequences.